Event description:
Before the implantation procedure, the device was interrogated and found in standby mode. Previously, the device was interrogated in sales office: no anomaly was detected.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. The analysis is pending.